Manufacturer narrative:
(B)(6). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that prior to an unknown procedure, the device's blade was broken after in use for five minutes. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the blade tip intact and not broken off as reported by the customer. There were no anomalies noted with the functionality of the device. It could not be determined why the device reported that first disposable blade was broken after in use for five minutes. This report is not intended to deny that you experienced a problem with the device.